Event description:
A healthcare professional reported that the cutter was not cutting correctly. The surgery was completed by replacing the cutter. The surgery details were unknown. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe, with tip protector, in a bag with no lot info was received. The returned sample was visually inspected and was found to be non-conforming as the inner cutter is in the port. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Attached photos were reviewed by the manufacturing site. All three photos are the exact same, showing a probe with tubing in a bag. The reported product and lot information could not be confirmed. The reported issue could not be confirmed from the photo review. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. The complaint evaluation also confirms the probe had the inner cutter in the port. The exact root cause of the inner cutter being in the port cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).